Event description:
It was reported that the patient was feeling vibratory alerts prior to clinic visit for several days. The patient presented to the clinic for a routine follow-up for bvvi status. The device was restored via a firmware download. The patient will continue to be monitored.